Event description:
It was reported that the patient believed that two manual transmissions had been successfully sent, but the clinic did not receive any information. The monitor was returned and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found it out of specification due to a defective component in the integrated circuit.